Event description:
A customer reported to baxter (B)(4) a one-link IV connector in which a no flow occurred. According to ther report, the nurse was not able to deliver the medication or flush the neutral valve because it was blocked. They replaced the valve with a new neutral valve and then they were able to deliver medication to the patient. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was received for evaluation. A slit visual inspection and a 10 cc flush for occlusion was performed and the samples passed both tests. The reported problem could not be confirmed. The root cause could not be determined. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.